Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturing number: 3006705815-2021-00328. It was reported the patient was experiencing ineffective therapy and shocking. X-rays revealed that the patient's leads had migrated. The patient was reprogrammed for decent coverage, but the patient elected to have the scs system explanted.